Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer.  Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.  Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown vanguard femoral component catalog #: ni, lot #: ni; unknown vanguard tibial component catalog #: ni, lot #: ni. It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the device currently remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the patient is scheduled to undergo a left knee arthroplasty revision of the tibial bearing post-operatively due to unknown reasons. Attempts have been made to retrieve additional information, however, no additional information is currently available.